Event description:
It was reported that the patient died. Vascular access was obtained via the femoral artery. The 90% stenosed, 3.5x20mm, eccentric, de novo target lesion was located in the moderately tortuous and non calcified left circumflex artery (lcx). The lesion contained a >45 and <90 lesion bend. Following predilation two non bsc stents were implanted in lcx and this 8mm x 3.00mm nc quantum apex balloon catheter was used for post dilatation. However, post procedure when the patient was shifted to coronary care unit and expired. The official cause of death is unknown as no autopsy was performed.